Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder dislocation. Patient underwent primary surgery on (B)(6) 2025 when the following smr reverse assembly has been implanted: finned stem dia 21mm l80 (pn 1304.15.210, lot 2321035, sterilization 2300231). 140° reverse humeral body (pn 1351.15.011, lot 2523131, sterilization 2500178). Reverse liner +6mm (pn 1360.50.820, lot 24at5nv, sterilization 2500044). Glenoid peg tt small-r medium (pn 1375.14.652, lot 2523932, sterilization 2500204). Tt augmented 360 baseplate +2mm s-r dia 27mm (pn 1375.15.522, lot 2522742, sterilization 2500173). Connector lat+2mm small-r (pn 1364.15.312, lot 2432234, sterilization 2400270). Glenosphere eccentrical dia 36mm (pn 1376.09.031, lot 2519761, sterilization 2500147). On (B)(6) 2026 patient underwent revision surgery due to bone fracture and dislocation (reported as MFR 3008021110-2026-00271), and the surgeon replaced the pre-existing connector and glenosphere with a bigger and more lateralized assembly with: connector lat +4mm small-r (pn 1374.15.314, lot 2415709, sterilization 2400136). Glenosphere eccentrical dia 40 (pn 1376.09.041, lot 2522183, sterilization 2500159). While on the humeral side the entire assembly was replaced with zimmerbiomet stem. On (B)(6) 2026 a second revision surgery was performed due to dislocation (hereby reported), and the lima connector and glenosphere recently implanted were replaced with new ones. No information regarding the other manufacturer humeral components were provided. Patient is female, date of birth (B)(6) 1961. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records did not idetify any pre-existing anomaly or non conformity on involved batches that could have contributed to reported dislocation. However it was confirmed that the coupling of the lateralized connector was not allowed both with the tt augmented baseplate and eccentrical glenosphere used. Taking into account the nature of the issue and the fact that this kind of coupling has been re-confirmed in revision and is currently in situ, it is possible to exclude a contribution of the off-label choice. Review of complaint database reveal no further similar events for involved lot, thus excluding a systematic quality issue. From follow-up communication it was confirmed that patient followed proper rehab after both her surgeries and stability was successfully checked at the end of previous surgery. No further information regarding patient clinical history, xray nor explanted components have been shared. Taking into account that: DHR review did not highligth pre-existing deviation, no other event has been reported for involved lot, patient underwent surgery for bone fracture one month before. The glenosphere was off-label coupled with third party humeral components, it is reasonable to assume that the event is most likely related to off-label coupling of the shoulder assembly with possible contribution of patient anatomy changes during healing of the previous fracture, rather than an actual device problem. Based on the available pms data, the revision rate of smr glenosphere, belonging to the family product codes 1374/1376.09.xxx and 1374/1376.15.xxx, due to dislocation is around 0.09%. According to the investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.